Event description:
Patient was revised to address a humeral stem that appeared to be sitting about 1cm proud, and loosening of the glenoid (right side).

Manufacturer narrative:
Provided information states the humeral head was implanted in 2005. The patient was revised in 2006 to go from a hemi to a total and found the stem was found sitting 1 cm proud. The reason for the recent revision in 2008 was loosening of the glenoid. Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.